Event description:
It was reported that the power module battery wire needed to be replaced, and it was missing the rubber feet. The universal battery charger had a cracked external case. It was said the device was intended to be sent for repair.

Manufacturer narrative:
A. Patient information: there was no patient involved in this event. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.